Event description:
No additional information.

Manufacturer narrative:
Correction/additional information h10 and h11: this report was found to be a duplicate of an event already reported in 3011050570-2025-00038 after it was clarified that there was no issue with the transducer. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
It was reported that the error alarm light lit up of the subject device, head does not work. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.